Event description:
During a flap graft following a laryngectomy procedure, the suture broke. The surgeon switched to a larger suture to complete the procedure, the hosp has reported that no pt injury occurred.